Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. There is insufficient information available to determine the root cause of this event. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified of a patient has a failing bioprosthetic valve. The failure mode is unknown. The implant duration of the valve is also unknown. A tmvr was performed (valve-in-valve) with an edwards transcatheter valve. The patient is doing well post-surgery with no significant gradient. No other information available.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely led to the event.

Event description:
Edwards learned of a case involving a patient with a 25mm valve that failed because of "degenerative mv prosthesis." Through review of medical records it was learned patient had severe prosthetic mitral valve stenosis and valve was calcified. Implanted duration of the failing mitral valve was approximately three years, two months. Patient had worsening dyspnea with significantly elevated transvalvular gradients. A 26mm transcatheter valve was implanted via transseptal approach inside the 25mm valve. The patient was transported while intubated to the intensive care unit in critical but stable condition. The patient is doing well post-surgery with no significant gradient.